Event description:
It was reported that the minute ventilation (mv) sensor of this pacemaker was disabled due to what was categorized as oversensing of noise from the signal artifact monitor (sam). Review of data from the patient monitoring system and a stored episode found two sam events, which both appeared to be due to sensing of atrial flutter. No noise was seen on the right atrial (ra) lead, which is from another manufacturer. Ra pacing impedance was low and out of range during both sam events. A boston scientific technical services (ts) consultant discussed programming options to optimize system functionality as it appears the patient has chronic atrial flutter. A patient advocate reported that the patient had not been feeling well since mv was turned off. No specific patient symptoms were reported. This device remains in service.